Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data showed one cs128-fb80 followed by multiple cs128 alarms due a partially discharged battery being installed by the user. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads and moisture corrosion was observed in the battery canister. The battery cap was intact and secured properly to the pump; a power loss was not observed. A leak test was performed and a battery compartment leak was found. The pump¿s current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was not duplicated. Unrelated to the complaint, investigation revealed a torn audio bolus button cover. The audio bolus button responded appropriately during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.